Manufacturer narrative:
The insulin pump was received with a cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that while the customer was rewinding the right side of the insulin pump came off. Customer's blood glucose level at the time 120 mg/dl. Advised insulin pump would be replaced.